Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect and clean the pump, remove any debris, and attempt to install a new cartridge. Despite efforts to resolve the issue with the initial troubleshooting, the error persisted. Upon further guidance, the customer removed an o-ring found on the pneumatic tap, successfully loaded a new cartridge, and cleared the error message.